Event description:
It was reported that the patient with this pacemaker device exhibited noise and oversensing likely due to electromagnetic interference (emi). The patient was put into ventricular tachycardia (vt) due to oversensing and noise. Upon review of the presenting electrogram (egm) the patient came out of the rhythm on its own. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section b2 outcomes attrib to adv event, h6 impact codes and h6 device codes.

Event description:
It was reported that the patient with this pacemaker device exhibited noise and oversensing likely due to electromagnetic interference (emi). The patient was put into ventricular tachycardia (vt) due to oversensing and noise. Upon review of the presenting electrogram (egm) the patient came out of the rhythm on its own. This device remains in service. No adverse patient effects were reported.